Manufacturer narrative:
A ge service representative performed an onsite investigation. The keyswitch assembly was replaced during the service call. The system was tested and found to be working as intended and put back into service

Event description:
The customer reported an x-ray disabled due to a faulty keyswitch. This resulted in a loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of a patient injury or death associated with this event.